Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "pain, discomfort, swelling in the armpit", "lymph nodes were swollen" and "psychological distress after learning about the recall." Healthcare professional later reported capsular contracture baker grade iii and "no lymph node enlargement" seen on ultrasound. Device remains implanted.